Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulator leads. Reprogramming was attempted, however the issue did not resolve. The patient underwent a revision procedure in which the entire system was explanted and replaced with a new system. The patient was doing fine post-operatively and is recovering well. Stimulation coverage was attained over the target pain area with the new system. The explanted implantable pulse generator and leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads; upn m365sc2317700; model sc-2317-70; serial/lot (B)(4); batch 5178949. Product family scs-ipg-r; upn m365sc11600; model sc-1160; serial/lot (B)(4); batch 8374020.